Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low compared to a laboratory device. The reporter claimed obtaining blood glucose readings of 280 mg/dl with the subject meter and 280 mg/dl on the laboratory device. The tests were performed within 10 to 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 - device evaluation: the meter involved with this complaint has been returned on 05/01/2015 and evaluated by lifescan product analysis on 05/08/2015 with the following findings: the meter has passed testing with no faults found. The primary complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.